Manufacturer narrative:
Ge healthcare's investigation into the reported event has concluded that after additional information was received from the customer it was confirmed that a serious injury did not occur. A review of the event by the ge oec medical director concluded that, should the event recur, it would not be likely to result in death or serious injury. Therefore this event is not reportable under 21 cfr 803.

Manufacturer narrative:
The customer reported while performing a percutaneous nephrolithotomy, during live image acquisition, the image became dark, the system lost functionality and an error message was displayed preventing the continuation of the surgery. The clinical team chose to terminate the procedure resulting in prolongation of hospitalization time. The procedure was successfully completed on a later date and the patient is recovering at home without complications. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed, if additional information is identified.

Event description:
The customer reported while performing a percutaneous nephrolithotomy, during live image acquisition, the image became dark, the system lost functionality and an error message was displayed preventing the continuation of the surgery. The clinical team chose to terminate the procedure resulting in prolongation of hospitalization time. The procedure was successfully completed on a later date and the patient is recovering at home without complications.